Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol sepramesh composite ip (device #2) used to treat the patient. The patient's attorney alleges unspecified injuries on the date of implant; however, no details have been provided regarding the nature of the injury. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol sepramesh composite ip (device #2). An additional emdr was submitted to represent the bard/davol sepramesh composite ip (device #1), bard/davol marlex mesh (device #3), bard/davol ventralex st (device #4), bard/davol ventralight st (device #5). Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip (device #1) on (B)(6) 2008 and a sepramesh composite ip (device #2) (B)(6) 2010. It is alleged by the patient's attorney that the patient underwent surgery for implant of an unspecified bard/davol marlex mesh (device #3) (B)(6) 2010. It is alleged by the patient's attorney that the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device #4) 06/18/2015. It is alleged by the patient's attorney that the patient underwent surgery for implant of an unspecified bard/davol ventralight st (device #5) (B)(6) 2016. It is also alleged by patient's attorney that on (B)(6) 2010, the patient had unspecified injuries related to a defect in the sepramesh ip (device #1), and underwent revision surgery. As reported, the patient is making a claim for an adverse patient outcome against the two (2) sepramesh composite ip (device #1 and device #2), the marlex mesh (device #3), the ventralex st (device #4) and the ventralight st (device #5). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.